Manufacturer narrative:
(B)(4). Records indicate this device remains in service. The field representative has been contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedance measurements. The patient's device was reprogrammed to vvi mode and ra daily measurements and detection enhancements were turned off. No adverse patient effects were reported.